Event description:
It was reported that the patient experienced a total of six infusion set tubing leakage events. Four events occurred on 09-apr-2026, and two additional events occurred on 10-apr-2026. For all the events, the leakage was observed at the insertion site. For the four events on 09-apr-2026, the infusion set had been in use for one hour prior to the occurrence of leakage. For the two events on 10-apr-2026, leakage was observed after filling the tubing. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 2 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.